Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Hypoglycemia [hypoglycaemia]. The pen is not working properly, and it releases more insulin than the required dose [device malfunction]. The pen is not working properly, and it releases more insulin than the required dose [incorrect dose administered by device]. Case description: study ID: (B)(6). Study description: trial title: main objective of the programme is to help patients to understand their diabetes and maintain normal life through qualified educators who offer simple and practical information directly to the patients and also, train patients on how to use their insulin devices and needles etc. Patient's height, weight and body mass index: not reported. This serious solicited report from egypt was reported by a consumer as "hypoglycemia" with an unspecified onset date , "the pen is not working properly, and it releases more insulin than the required dose" with an unspecified onset date , "the pen is not working properly, and it releases more insulin than the required dose" with an unspecified onset date and concerned a female patient who was treated with novopen 4 (insulin delivery device) from unknown start date due to "diabetes mellitus", actrapid penfill hm(ge) (insulin human) from unknown start date due to "diabetes mellitus" (dose and frequency unknown). Medical history included diabetes mellitus since 2 years(type unknown). Concomitant medications included - lantus solostar(insulin glargine) solution for injection, 100 u/ml. It was reported that the pen was not working properly, and it released more insulin than the required dose which had caused severe hypoglycaemia. The patient had to be hospitalized. Their hcp said that the pen caused the hypoglycaemia. When actrapid vial was given by a syringe the blood glucose level was adjusted. The patient switched to actrapid vial. Batch number of actrapid and novopen have been requested and is unavailable. Action taken to novopen 4 was reported as product discontinued. Action taken to actrapid penfill hm(ge) was reported as product discontinued. The outcome for the event "hypoglycemia" was recovered. The outcome for the event "the pen is not working properly, and it releases more insulin than the required dose" was recovered. The outcome for the event "the pen is not working properly, and it releases more insulin than the required dose" was recovered. Reporter's causality ( novopen 4) - hypoglycemia : probable. The pen is not working properly, and it releases more insulin than the required dose : unknown. The pen is not working properly, and it releases more insulin than the required dose : unknown. Company's causality ( novopen 4) - hypoglycemia : possible. The pen is not working properly, and it releases more insulin than the required dose : possible. The pen is not working properly, and it releases more insulin than the required dose : possible. Reporter's causality ( actrapid penfill hm(ge)) - hypoglycemia : unlikely. The pen is not working properly, and it releases more insulin than the required dose : unknown. The pen is not working properly, and it releases more insulin than the required dose : unknown. Company's causality ( actrapid penfill hm(ge)) - hypoglycemia : possible. The pen is not working properly, and it releases more insulin than the required dose : unlikely. The pen is not working properly, and it releases more insulin than the required dose : unlikely. Reporter comment: causality as reported: for novopen 4 is probable, for actrapid penfill is unlikely.

Event description:
Case description: batch number of actrapid has been requested and is unavailable. Batch number of novopen is available. Investigation report: novopen® 4 - batch evg6164 no investigation was possible, because neither sample nor batch number was available. Actrapid® penfill® 3 ml 100iu/ml - batch unknown. No investigation was possible, because neither sample nor batch number was available. Since last submission the case updated with the following information: novopen 4 batch, manufacturing date and expiration date added. Investigation report updated. Manufacturer's comment updated. Narrative updated accordingly. Manufacturer comment: 05-mar-2019: as the device (novopen 4) has not been returned to novo nordisk a/s for investigation and only very limited information regarding the handling of suspected device is available, it is not possible to identify a clear root-cause of the experienced adverse event and thus find similar incidents to the one reported in argus case 644410. This single case report is not considered to change the current knowledge of the safety profile of actrapid penfill. H3 continued: evaluation summary: novopen® 4 - batch evg6164. No investigation was possible, because neither sample nor batch number was available.